Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the tip of the inserter frayed off during implantation. The tip was recovered."